Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level on (B)(6) 2021 was 400 mg/dl and the customer delivered insulin. Customer¿s blood glucose on (B)(6) 2021 was 400 mg/dl and the insulin pump received an insulin flow blocked alarm. The customer's blood glucose in the morning went 500 mg/dl on the day of call. The customer took the shot, and the current blood glucose level was 285 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.